Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider opened the compressor, found tubing disconnected, connected it properly, cleaned all filters and the compressor and ventilator were working properly.

Event description:
It was reported that during set up the ventilator generated an air loss alarm because the primary gas source compressor was not building pressure. There was no patient involvement.